Event description:
A patient reported blood glucose results of "300 mg/dl, 100mg/dl, and 400 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution was replaced.